Event description:
Angiodynamics smartport serial: (B)(4) accessed for infusion. Fluid infusion initiated via port, swelling noted. Radiology film indicates fracture at or near entry site at the subclavian vein. Eleven inches of port is noted within the hepatic portion of the vena cava. Transport to tertiary facility for removal.